Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast pain, anisomastia manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) who's undergone primary breast augmentation with two 500cc mentor memorygel breast implants, suffered left breast capsular contracture (baker grade IV), bilateral breast deformity and bilateral breast pain, post-procedure. The capsular contracture was diagnosed via physical examination. As a result, the patient underwent bilateral removal and bilateral replacement on (B)(6) 2021 with the following devices: (left) 700cc mentor memorygel breast implant catalog: 3507004bc lot: 7466040 sn: (B)(4) and (right) 700cc mentor memorygel breast implant catalog: 3507004bc lot: 7489610 sn: (B)(4). This medwatch form is for the right breast prosthesis. Left breast implant complications were reported under mrn: 1645337-2021-00661.

Manufacturer narrative:
On april 19, 2021, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 500cc returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).